Event description:
A nurse reported about a shunt which was itself glued to the introducer. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. A gfd sample was not received at the manufacturing site for evaluation for the report of implant itself is glued to the introducer; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Photos attached to the parent file were reviewed by the investigation site. The photos show that the shunt state is detached from the eds and has only been glued with plastic tape to the cradle as preparation for it to be sent back to manufacturing site. The gfd is glued to the eds could not be confirmed from the photos. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: 2023-76603